Manufacturer narrative:
The reservoir lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis was no longer inflating. A revision procedure was performed. There were no patient complications.